Manufacturer narrative:
(B)(6) hospital. The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that the video system center displayed a communication error e226, and the image had a brownish tint across the entire image. The issue was found during inspection for use. The procedure was completed using the same device. There were no reports of patient harm.